Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Although the customer was unable to recall the exact resolution steps due to the issue occurring in the past, they resumed insulin usage, and no recurring occlusion issues were reported. Therefore, additional assistance was not needed and the case was closed by technical support.